Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller (sc) and user interface (ui) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and observed that shorted integrated circuit (ic) chip, designator u61, would not allow the device to complete the user test; however, no device reset or lockup issues were observed.  It was also observed that therapy could be delivered. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Additionally, when attempting to power the device on, the device would automatically try to perform the user test. The device would then display that the test was unsuccessful and cycle power. This occurred each time the device was powered on. As a result, defibrillation could be delayed or prevented if it were necessary. There was no patient use associated with the reported event.